Manufacturer narrative:
A quest medical inc field service engineer (fse) traveled to the location to evaluate the console. There were no issues found with the console and it was found to be in well-maintained condition. The complaint condition could not be duplicated or confirmed. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered with the mps2 console during a procedure. The surgeon had stated that the heart was "not acting right." Follow up with the surgeon found that there was irregular movement in the heart during a stage in the procedure when it should have been still. The perfusionist stated that after the procedure he had performed a volumetric accuracy test and a cooling performance test with no problems found. There were no patient complications reported as a result of the alleged event. A quest medical inc. Field service engineer traveled to the hospital to evaluate the console.